Event description:
A us distributor returned a monitor displayed a service code 204 (belt/monitor unusable).

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (abnormal shutdowns) has been confirmed. Upon investigation the monitor displayed service code 204 (belt/monitor unusable) and failed essential performance testing. The cause for the failure was an internally shorted u201 on the ca board. Additionally, during investigation contamination was found on multiple components of the ca board. The root cause for the defective u201 component could not be positively identified. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.